Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the tube rna plh 16x100 2.5 plblce clr tubes (without sample) stored at the wrong temperature and cracked tube. The following information was provided by the initial reporter: "lab received 78 frozen paxgene blood rna tubes from italy and 35 of them were cracked on the bottom. The damage tubes were noticed when the samples were pulled from the -80oc freezer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use the tube rna plh 16x100 2.5 plblce clr tubes (without sample) stored at the wrong temperature and cracked tube. The following information was provided by the initial reporter: "lab received 78 frozen paxgene blood rna tubes from (B)(4) and 35 of them were cracked on the bottom. The damage tubes were noticed when the samples were pulled from the -80oc freezer.